Event description:
During a routine change of a shiley disposable low pressure cuffed tracheostomy tube, the physician noteced that the area where the tube and cannula connect appeared worn and a small piece of plastic had broken off. The physician was concerned about the potential of a problem developing. The tracheostomy tube change was completed as planned (puritan - bennett lp-6 ventilator). Four of the five remaining tracheostomy tubes from this lot were retrieved from the spd storage area. The incident was discussed at the cardiopulmonary staff department meeting to alert staff to the potential problem.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: no failure detected but product out of specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.